Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 600 to 700mg/dl and the pump alarmed threshold suspend. Customer indicated that the reservoirs are not able to be pushed down and the pump did not alarm no delivery. Troubleshooting found that the edge of the reservoir broke off and is damaged. Customer indicated that they treated with a bolus and changed the infusion set and site. Customer declined high blood glucose troubleshooting as they do not feel well. There was no further information provided by the customer or by troubleshooting.